Manufacturer narrative:
The customer was not able to return the malfunctioning sample because the hospital misplaced it. Even though the malfunctioning sample was not returned, vygon (B)(4) (the manufacturer) for complaint investigation. This investigation is currently on-going, and the results will be communicated to FDA via a f/u MDR within thirty days of its conclusion.

Event description:
PICC was leaking tpn fluid under dressing. Nurse practitioner removed dressing, and located a small hole in the line near the hub. The clinician reported that patient experienced no adverse consequence.